Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a diep flap procedure on (B)(6) 2018 and suture was used. The needle broke during use. Another like device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.